Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the photo revealed that the protection sleeve f/nails ø8-11 flex tib was broken. The broken fragment was not observed in the provided evidence. One of the ends of the device was severly deformed. Based on the provided evidence the investigatoin was able to confirm the reported event. No other problem identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for protection sleeve f/nails ø8-11 flex tib. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6 part # 03.043.007s, lot # 10331328, manufacturing site: werk selzach logistik, release to warehouse date: 13.sep.2022 , supplier: (B)(4), expiration date: 01.sep.2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that on (B)(6) 2023, the metal insert in the tissue protection sleeve was separated from the plastic while the surgeon was removing the reamer from the sleeve. The reamer was not in motion while inside of the metal portion of the sleeve as per operating technique. It appeared that the pressure from the patella had misshaped the sleeve. The surgery was delayed by five minutes due to the event. The surgeon used pliers to completely remove the metal portion of the sleeve while leaving the rubber insert in situ. No fragments were generated, and there was no adverse consequence to the patient. The patient is following the normal clinical path post-surgery. This report involves one protection sleeve/tib fix/flex long / nails ø 8-11mm / ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.